Manufacturer narrative:
A follow up was made and the customer confirmed that the flow rate was set incorrectly. As a result, insufficient pressure occurred. The issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the high flow insufflation unit air pressure was insufficient. The event occurred during a therapeutic laparoscopic cholecystectomy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cavity mode and pressure flow rate set by the nurse were not correct, resulting in insufficient pressure; the problem has been solved, and relevant personnel have been trained. There was no need to return the device. The phenomenon may have been prevented per the instructions for use below: 5.2 power supply; ·when this instrument is switched on, it recalls the pressure and flow rate settings used the last time (both of ¿small¿ and normal¿ cavity mode settings). Ensure that the settings are correct before starting insufflation. 5.3 selecting the cavity mode; ·using the cavity mode selector switch, select the cavity mode according to the capacity of the cavity for insufflating gas. The cavity mode can be selected from ¿normal¿ and ¿small¿. 5.4 setting the cavity pressure; ·set the cavity pressure to the desired value using the ¿+¿ or ¿¿¿ pressure setting switch. Pressing ¿+¿ increases the set value and pressing ¿¿¿ decreases it. 5.5 setting the flow rate; 1. Select the flow rate mode using the flow rate mode selector switch. Select one of the three modes including ¿low¿, ¿medium¿, and ¿high¿. 2. Set the flow rate to the desired value using the ¿+¿ or ¿¿¿ flow rate setting switch. Pressing ¿+¿ increases the set value and pressing ¿¿¿ decreases it. Olympus will continue to monitor field performance for this device.